Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with that before use of the bd micro-fine ultra¿ insulin pen needle at the opening the package by the nurse, it was determined that a cannula is externally contaminated.

Event description:
It was reported with that before use of the bd micro-fine ultra¿ insulin pen needle at the opening the package by the nurse, it was determined that a cannula is externally contaminated.

Manufacturer narrative:
This complaint is a duplicate of MFR# 9616656-2019-00121. This complaint is null and void as a result now.